Event description:
It was reported the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and insulin pump passed the prime test. Insulin pump also passed the high pressure test but there was no audio tone when the alarm appeared on the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.